Event description:
The customer reported to olympus, during a therapeutic (laparoscopic hernia) repair procedure, the visera elite video system center was noted to have a blurred image that eventually disappeared. After inspection, it was found that the device was subject to electromagnetic interference, and the serial device interface (sdi) cable was changed to digital visual interface (dvi) cable, and the device returned to normal. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomenon was electromagnetic noise entering the sdi communication path. When used in combination with the esg-400 for laparoscopic hernia surgery, the image got blurry and disappeared. Upon inspection, it was found that the device had been subjected to electromagnetic interference. When it was changed from the sdi cable to the dvi cable, the image became normal. Device will not be returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.